Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to sign into one machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where all users were unable to sign in to the machine. A technical support specialist (tss) dialed in to the station and confirmed that the user was able to log in successfully. The tss then contacted the pharmacy, and the pharmacist stated that the issue was currently being handled by it. The tss explained this to the customer and confirmed that the hospital information technology (hit) team was working on resolving the issue. The customer acknowledged this and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to sign into one machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.